Manufacturer narrative:
The customer's complaint that the autopulse platform (sn 37937) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated multiple ua07 errors on the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering up, confirming the reported complaint. The defective load cell was replaced to address the reported complaint. Upon replacing the load cell, a load cell characterization test confirmed that both cell modules function within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. No patient involvement.